Event description:
Watchman device deployed in the laa on pt became dislodged after release. Eventually the device settled in outflow trac and open heart surgery was needed to intervene and retrieve the device and surgically close the pt's lla. Afib with anticoagulation.